Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: magnum manufacturing center manufactured the reaming rod with ball tip/950mm - sterile. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet number. There were no ncrs generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reaming rod broke inside the patient post reaming and during nail insertion. Due to the patient size the surgical team had difficulty maintaining reduction during the reaming process and nail insertion. On an attempt to reduce the femur during nail insertion the leg was manipulated and a snap was audible. On the x-ray it did not appear to be the patient's bone. The nail was advanced and the reaming rod was removed. At that point it was noted that approximately two-hundred and fifty millimeters of the reaming rod had been retained within the femur. The nail was extracted and the surgeon extracted the remaining portion with a long grasper device. No other fragments were noted on x-ray. The nail was then reinserted and the retrograde nail procedure was completed with insertion of locking screws. There was a thirty-five minute delay as a result of the event. The surgery was complete with no further complications. This is report 1 of 1 for (B)(4).